Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the pin was confirmed to have been made prior to eco-27120, which decreased the upper tolerance of the pin diameter to prevent interference. See eco-27120.

Event description:
It was reported that the 2.8 guide pin does not fit through the guides for the vault lock. They had to open ar-9607s for the reverse 2.8 guide pin. The reverse 2.8 fits while the eclipse 2.8 does not.